Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8; h2; h3; h6 and h11 corrected: e1-initial reporter establishment name: (B)(6). E1-address 1: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: video cable was broken; error b31; no image. A root cause could not be identified. Based on the results of the investigation, the most probable cause was linked to the device but unable to trace more specifically. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1 - initial reporter establishment name:(B)(6).

Event description:
It was reported that the subject device had contact problems/dropouts. The issue was found during inspection for use. There were no reports of patient involvement.